Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was bladder not functioning leading to high blood glucose and ketones. Customer was treated with insulin IV and was released. Customer insulin pump was removed for 1 hour when blood glucose of 373 mg/dl was found and treated with multiple daily insulin. Customer declined troubleshooting at this time.